Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had blank display and had unexpected restart. Customer¿s blood glucose was 101mg/dl at time of incident. Customer performed troubleshoot but display did not return. Customer states that they had little bit moisture in the insulin pump. The customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display.